Manufacturer narrative:
The pump was unable to vibrate due to a broken vibrator black wire. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. The keypad overlay was inspected and no damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had vibrate anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised to clear and insert a new battery. The customer was assisted in performing a self-test. The customer stated the pump did not vibrate during vibrate test. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is crack on up arrow button. The customer stated the pump had been bumped and dropped. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.